Event description:
It was reported from switzerland that during service and evaluation, it was determined that the attachment device was frozen/would not move, had an illegible labeling etch, missing components, cosmetic damage-worn coupling and color band chipping/fading. It was further determined that the device failed pretest for general condition, marking & labeling, check for mechanical free movement and check general function in running mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H6: service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, quality engineering determined that the device failed visual inspection. It was further determined that the pins were pressed in the wrong way, with the 30 degrees chamfer on the outside. It was further determined that the device failed pretest for general condition, marking & labeling, check for mechanical free movement and check general function in running mode. Therefore, the reported condition was confirmed. The assignable root cause for the pins pressed in wrong direction was determined to be traced to manufacturing which has been escalated to an nc. The cause for the other found defects was determined to be due to component failure from wear.